Event description:
Additional information was received therapy was restored.

Event description:
It was reported the patient did not recharge the ipg as recommended. Ipg was unable to communicate with external devices. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.